Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope received an e226 scope communication error and the scope view was not clear. The event occurred during maintenance. There was no patient involvement.